Event description:
On (B) (6): customer biomed reports a female having an unknown procedure, when the generator console would just go blank and dead, and they lost fluoro. Rebooted the system, console works for about 2 minutes, then goes blank and dead, loses fluoro. Physician able to complete procedure thru continued system reboots. No injury to pt.

Manufacturer narrative:
Manufacturing investigation pending. Upon receipt of the investigation summary a medwatch 3500a supplemental report will be submitted.